Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint is for a report of a use error - reuse of single-use product, was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Sine the lot number was unknown, a batch review could not be performed.

Event description:
This report addresses the use error - reuse of a single-use product. During troubleshooting of a check lines and bags alarm that appeared on the homchoice during use, while the home patient (hp) was connected in fill, the caregiver (cg) stated the hp changed out the bags so the last bag was on the red clamp and the white bag was full. Technical service representative (tsr) assisted the hp to end the therapy and use a manual bag. There was patient involvement, but no patient injury or medical intervention.